Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported complaint could not be determined. Missing components may be attributed to several factors including, but not limited to, manufacturing/packaging of the device, transport of the device, handling at the account, inadvertent mishandling during unpackaging, preparation or during the procedure. In this case, a conclusive cause for the reported complaint could not be determined since the device was not returned for analysis and limited information was provided. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported during the procedural preparation of a 3.5x28mm xience pros drug-eluting stent (des) that the stent was not located on the balloon after being removed from its package. There was no patient involvement nor clinical delay reported. Additional information was received that the stent was missing from the package and could not be located. Another abbott stent was used and the procedure was continued. No additional information was provided